Event description:
Noted coating on cardioxyl suture peeling off during aortic root replacement surgery. A different suture was used for the pt and all sutures with this lot number were pulled from stock and follow up with manufacturer. Diagnosis or reason for use: cardiac surgery procedures.